Event description:
The customer contacted (B)(4), regarding a product complaint on (B)(6) 2013. The customer reported that a washer flew from the inside of the ez breath atomizer while she was using the device to inhale asthmanefrin inhalation solution. The washer went into the back of the pt's throat, and she reported that she gagged and coughed the loose component up to avoid choking. After the event, the pt sought medical treatment from her physician to alleviate her asthma symptoms.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health & life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Further more, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.